Event description:
Pt was placed on ventilator. Ventilator was set to deliver 500cc for tidal volume. Alarm sounded. Ventilator was actually delivering 125cc. Flow sensor was changed, worked properly. Machine alarmed 2nd time. Attempted to change modes, failed. Ventilator was changed & taken out of service.